Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evaluation: yes. D10: returned to manufacturer on: 2021-11-22. H6: investigation summary: a device history review was conducted for lot number 0267263. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, samples were provided to our facility to aid in evaluation and testing. Our engineers that the returned sample box had an odor consistent with disinfectant. All returned samples exhibited discoloration and corrosion. Based on our engineers analysis of the devices these observations are signs of contact with a corrosive agent or inadequate storage conditions according to the instructions for use included with this product the device must be stored in a well ventilated facility and not in the proximity of any corrosive elements.

Event description:
It was reported that 25 bd intima-ii¿ closed IV catheter systems experienced prn damage. The following information was provided by the initial reporter: without removing the small package, the surface of the prn was damaged.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 25 bd intima-ii¿ closed IV catheter systems experienced prn damage. The following information was provided by the initial reporter: without removing the small package, the surface of the prn was damaged.